Event description:
Surgeon was using the electrode when a piece of the ceramic tip came off in the joint. The doctor was able to retrieve the loose piece, and opened a new electrode to finish the case. Problem did not result in patient injury. If this were to recur and the ceramic fragment not removed from the joint there is the potential that patient injury could occur.